Manufacturer narrative:
(B)(4). Date sent: 12/17/2024. Additional information was requested, and the following was obtained: were there any observed malformed staples throughout care of patient? Was buttressing material used? What is the timeline of events? No misformed staples observed. No slr used. Not sure what you mean for time line? The bleeding was noted post op, at or around 24 hrs.

Event description:
It was reported that during a partial gastrectomy & appendectomy. The partial gastrectomy was removing fluid filled cyst or growth. It was decided to use green reloads for 3-4 firings after discussion about reload sizing. Blue reloads for the cecum firing. At time of the surgery all appeared as expected. The patient needed to return to theatre to address bleeding at the staple line which was addressed with energy sealing and oversewing. Patient is now stable and recovering as expected.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the manufacturing date, and expiration date is currently unavailable. Therefore, the full UDI is currently not available. Attempts are being made to obtain the additional information. To date, a response has not been received. Should additional information be received at a later date, a supplemental report will be submitted. Were there any observed malformed staples throughout care of patient? Was buttressing material used? What is the timeline of events? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.